Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a radiofrequency ablation procedure. Prior to the procedure, the patient's ipg was programmed into surgery mode. Following the procedure, the patient's ipg was deemed inoperable. Troubleshooting was able to restore the patient's ipg.